Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation; the returned unit was received decontaminated without the original packaging. The returned unit was visually inspected under normal conditions of illumination and no defects were observed. During functional testing, the unit was tested for a leak by introducing colored water in the product. No leak was observed in the product. The complaint is not confirmed. Root cause is unknown. No corrective actions were taken since complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer accessory was leaking blood around the socket. There was no patient injury or reported adverse events.